Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported the bellavista 1000 ventilator displayed tf 389 error. No patient harm reported.

Manufacturer narrative:
Results of investigation: a definitive root cause cannot be determined without a returned log file or returned part. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.